Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the electronic patient gas system (epgs) was set at 100% fraction of inspired oxygen (fio2) but the actual measurement kept going lower. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the perfusionist, the partial pressure of oxygen (po2) was above 300 confirmed by a point of care lab device. The field service representative (fsr) replaced the epgs. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The service repair technician (srt) duplicated the reported complaint. The electronic patient gas system (epgs) was powered up and the air and oxygen (o2) pressure set to 50 pounds per square inch (psi). The srt waited for the warmup time to elapse and then calibrated the o2 analyzer successfully. The central control monitor (ccm) screen displayed 'pass' for the o2 analyzer calibration. Within a minute, the ccm displayed a 'calibrate o2 analyzer'. The srt replaced the o2 sensor. The unit operated to the manufacturer's specifications. Per supplier evaluation, gas bubbles near the cathode of the o2 sensor were found as the cause for the detected failures. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: b5 and d9 during laboratory analysis, the product surveillance technician (pst) observed the oxygen (o2) sensor of the electronic patient ga system (epgs) to fail the mid flow rate setpoint on test as it prompted for recalibration. A lab use only (luo) o2 sensor was installed into the epgs and the unit passed calibration and testing. It was determined that the o2 sensor did not meet specification.

Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) electronic patient gas system (epgs) while on cardiopulmonary bypass (cpb) whereby the epgs was set at 100% fraction of inspired oxygen (fio2), but the actual measurement kept going lower and lower. The perfusionist confirmed by point of care (poc) lab test that the partial pressure of oxygen (po2) was above 300, so the unit was not changed out, and the case was completed successfully with no adverse event and no blood loss.